Manufacturer narrative:
Submit date: 2/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit failed to alarm at the end of feeding.

Manufacturer narrative:
The unit was inspected and tested and the reported problem could not be confirmed. The unit was tested and recertification passed. The unit is ready for use. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.